Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the handle broke while attaching the device to the alliance handle. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of handle break.